Manufacturer narrative:
The valve was present. It passed siphon and leak testing, but it did not meet specs for the reflux test. The device met all requirements for pressure-flow and preimplantation testing. Debris within the valve may hold pressure-flow controlling mechanisms open. This may result in fluid reflux. A dissection of the valve revealed no anomalies. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that every time the doctor adjusted the valve, the pt passed out. According to the report, the doctor explanted the valve as he believed it malfunctioned.